Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-71551 it was reported that during an in-clinic follow-up, the right ventricular (rv) and right atrial (ra) leads exhibited episodes of over-sensed noise. The leads were capped and replaced by a leadless pacemaker on (B)(6) 2024. The patient was in stable condition.